Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-sep-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a broken tip issue occurred. When the sheath was inserted through the groin, the tip was bent and the sheath could not be advanced. The issue was resolved by changing the sheath. The procedure was completed without patient's consequence. The tip bent issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on (B)(6) 2021 on the event stating that the device issue was that it kind of split. The damage did not result in wires being exposed or lifted or sharp rings. Additional information was received on (B)(6) 2021. When confirming the tip carefully, it could see fine kind of split/peeling. When the sheath was inserted, it could not be advanced. The additional information clarifying the device split/peeling issue was assessed as a MDR reportable broken tip malfunction. The awareness date for this reportable issue is (B)(6) 2021.